Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced damage to infusion set tubing was cracked, which cause the patient blood glucose levels was elevated to high, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.